Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. Reportedly, the customer loaded the cartridge with cold insulin. Tandem technical support educated the customer on ensuring room temperature insulin is being used. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.